Manufacturer narrative:
No further information was provided for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for sodium (na) on a cobas c 111 instrument. The customer provided an example of discrepant results for 1 patient sample. The initial result was 121 mmol/l. The sample was repeated 4 times with results of 124 mmol/l, 126 mmol/l, 130 mmol/l, and 131 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number with expiration date was not provided.